Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill test and no air bubbles or leakage noted when removing the plunger. Checked o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they found leak past the second o-ring. The customer's blood glucose was unknown at the time of incident. The customer stated that there was no air bubble in the reservoir. The customer stated that the reservoir was discarded. The reservoir will be returned for analysis.